Manufacturer narrative:
Patient information is unknown and not available due to patient privacy laws in japan. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficult to advance, material separation and related medical intervention appears to be related to operational context. In this case, it is likely that the difficult to advance and material separation are due to patient disease state, and use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was positioned proximal to the 90% stenosed, heavily calcified, and heavily tortuous left anterior descending artery (lad) with glideassist. There was resistance at the proximal lad. During the first treatment on low speed, a driveshaft fracture was observed. A balloon catheter was advanced under the viperwire and the fractured component was successfully removed. Non-abbott devices were used to complete the procedure. The patient was stable with no adverse effects.